Manufacturer narrative:
Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user handling contributed to the event, with the connector not properly locked and no device malfunction confirmed. It was concluded that the event was related to use error and that device function was restored after proper reconnection and supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet pump with a contact infusion set, attributed to an unlocked and displaced connector that interrupted insulin delivery until the user resecured it and then performed a full supply change to resume therapy. Symptoms included elevated blood glucose. Outcomes included recovery without medical intervention and no hospitalization.